Manufacturer narrative:
(B)(6). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1990 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, dyspareunia, and vaginal scarring. On (B)(6) 1995 the patient underwent a laparoscopic cholecystectomy with intraoperative cholangiogram due to chronic calculous cholecystitis along with retropubic urethropexy anterior repair, enterocele repair, posterior repair and sacrospinous ligament colpopexy. On (B)(6) 1996, the patient underwent vaginal repair consisting of anterior repair, culdoplasty, placation of uterosacral ligaments and excision of redundant vaginal skin due to recurrent pop. On (B)(6) 2007 the patient underwent anterior/posterior colporrhaphy and sphincteroplasty due to symptomatic cystocele and rectocele. On (B)(6) 2011 the patient underwent removal of the retropubic urethropexy mesh and staples via a cherney incision; abdominal scar revision with excision of pannus; kelly plication of the urethra for treatment of sui (due to pain, persistent sui, previous pfannenstiel incision external scar has irregular appearance with some subcutaneous pannus formation). No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 1990 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.